Manufacturer narrative:
Attachment: user facility voluntary medwatch report was received on (B)(4) 2014. The report number is (B)(4). Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
User facility voluntary medwatch was received that stated the following: "the tubing malfunctioned on this patient. The blue access port has a clear plastic interior. The clear plastic was hanging out of the blue port. No harm to the patient noted but this could be a potential infection control issue and the valve coming out could change the pressure inside the tubing." Upon further query the following information was provided that indicated the silicone sleeve of the distal clave y-site of the tubing set came out. The tubing set was being used to deliver an unspecified medication. After an unspecified length of time, it was reported that the nurse went to administer an unspecified medication at the distal clave y-site of the tubing set and discovered that the silicone sleeve came out and hanging out of it. No specific details were provided. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no delay in therapy critical to the patient. No medical interventions were reported. No additional information was provided.